Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine device check. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on stored egm's. Programming changes and induction testing was recommended. No further information available.